Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had an automatic filling error. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) stated the scroll compressor made an abnormal noise, so it was replaced. The unit passed all safety and functional tests and was returned to the customer for clinical use. The following investigation was performed by atechnician of the maquet failure analysis and testing dept. (Fat) wayne, nj:the failure analysis and testing dept. Received a scroll compressor with a reported unit failure of an automatic filling error. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.